Event description:
According to the reporter: during the procedure, the small clip applier discharged and dropped clips into the wound. The clips scissored, which damage to the vein.

Manufacturer narrative:
(B)(4).